Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster supports, brake casters and the brake pedal to resolve the issue.